Event description:
It was reported the patient was seen in the hospital in 2009 after receiving inappropriate shocks due to noise. Noise was reproduced by pocket manipulation and arm movement and presumed to be due to a loose pin or lead fracture. Physician reprogrammed the device, turned the shock off, and scheduled a lead revision was for the following month. Two days after the original date, the patient was on duty as a security guard, "felt sick and went for a nap." 3 hours later, the patient was found in cardiopulmonary arrest, was taken to the hospital, and confirmed dead. It was noted that at the time of the patient feeling sick, an episode of oversensed noise was recorded along with intermittent pacing failure. An episode of vt was recorded, but not treated as "the treatment was turned off." The lead was left in the body and not returned for analysis. "It was reported that x-ray photo did not show any sign of lead damage."

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Other: trueisprint implantable tachy lead. It was reported the patient was seen in the hospital in 2009 after receiving inappropriate shocks due to noise. Noise was reproduced by pocket manipulation and arm movement and presumed to be due to a loose pin or lead fracture. Physician reprogrammed the device, turned the shock off, and scheduled a lead revision was for the following month. Two days after the original date, the patient was on duty as a security guard, "felt sick and went for a nap." 3 hours later, the patient was found in cardiopulmonary arrest, was taken to the hospital, and confirmed dead. It was noted that at the time of the patient feeling sick, an episode of oversensed noise was recorded along with intermittent pacing failure. An episode of vt was recorded, but not treated as "the treatment was turned off." The lead was left in the body and not returned for analysis. "It was reported that x-ray photo did not show any sign of lead damage." No conclusion can be drawn. Capture, intermittent interference; lead(s), fracture of shock, inappropriate.